Event description:
It was reported that the black hardstop broke from snaplock on the handpiece. This was noticed on inspection before surgery; therefore, the patient was not involved at the time.

Manufacturer narrative:
H10 h3, h6: the navio handpiece used in treatment, had a broken hard stop from snap lock during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure.